Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Ventricular septal defect (vsd) is an opening that occurs in the septum that separates the heart's left and right ventricles and allows blood to pass from the left to the right side of the heart. The oxygen-rich blood then is pumped back to the lungs instead of out to the body, causing the heart to work harder. This is an infrequent but known potential complication of the thv procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The patient¿s heavily calcified annulus was a likely cause of the annular rupture and resulting vsd. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic position by transfemoral approach, an annular rupture occurred. The patient¿s chest was opened and the patient was successfully treated surgically. Two major issues from the rupture were identified, a vsd under the right coronary cusp and a free wall rupture at the aorta-mitral curtain under the non and left coronary cusps. The ventricular septal defect (vsd) was closed and the non and left annulus and root were reconstructed with a bovine pericardial patch. A savr valve was placed. In addition, the ascending and hemi-arch was replaced as it was possible there was an aortic dissection flap. At last report, patient was recovering well, and was expected to be discharge home in the near future. The patient¿s annulus was heavily calcified. The annulus was difficult to cross and required several wire/catheter combinations to cross.